Event description:
The leads were returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was received. The outer insulation of the lead developed a cosmetic depression and subsequent breach while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant products: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5076-52 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).